Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine testing, the cardiosave intra-aortic balloon pump (iabp) displayed power up test fault code 6, touch screen problem. There was no patient involved.

Manufacturer narrative:
Getinge field service engineer (fse) investigated the customer¿s complaint with power-up test fails code # 6.fse was able to verify the touch screen was not responding. He found a scratch on the panels surface. Replaced display hinge cover and touchscreen assy. Functional tested without any further failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The defective touch screen were received for further national repair center (nrc) investigation. Performed visual inspection of this part received and part appear to be in good condition. The failure analysis and testing department could not verify the failure of power up tests fails code# 6. Retaining the touchscreen display in the fat dept. As per (B)(4) rev ak. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.